Manufacturer narrative:
Event site address: (B)(6) additional information will be provided following the conclusion of the investigation.

Event description:
On 7th october, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the fork arm is cracked. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 catalog # deem required. This is based on the internal evaluation. Previous d4 catalog # ardvst229017a corrected d4 catalog # none getinge became aware of an issue with one of surgical lights - volista standop. It was stated the fork arm is cracked. There was no injury reported, but we decided to report the issue in abundance of caution as any part falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event.it is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. It has been reported that the arm holding the volista light head was cracked with risk of detachment. This defective arm was returned to maquet sas for technical investigations. It could be confirmed that this arm was assembled with a welding process and not a bonding process as it could be suspected regarding this type of default. Nevertheless, it can be noticed that trace of soldering was not present on the entire section of the fork. A problem with the soldering is then highly suspected and is probably the root cause of this crack. So far, this case remains isolated. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.